Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery after a percutaneous coronary intervention (pci) procedure with a small-bore sheath. Reportedly, while advancing the knot, a suture break occurred with two prostyle devices. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.